Event description:
The customer reported that the device needs to be diagnosed. There was not enough info to determine a malfunction occurred; however a product malfunction was indicated by the customer's request for device diagnoses: there was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.